Event description:
Reportedly, during testing, after booting up the ventilator, the touch panel did not work. The device was not in use on a pt when this event occurred.

Manufacturer narrative:
(B)(4).